Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated that the patient wanted to change programs. The patient's healthcare provider (hcp) had told the patient to change programs if they were not getting relief. At the time of the call the patient was set to program 1 and thought that they had previously tried program 3 so the patient wanted to try program 2. The patient could feel a little stimulation at first on program 2 at 5.8 and it was reviewed with the patient that stimulation does not need to be felt all the time for symptom relief. The caller was reminded that if stimulation is uncomfortable it should be decreased and if the patient does not get (B)(6) of better symptom relief stimulation can be increased. The caller was also advised that if the patient's symptoms do not resolve the patient should follow-up with their healthcare provider (hcp). The issue was not reported to have been sudden and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was leaking bad, like the lights went out. The patient noted she felt stimulation. The patient noted when she was sitting she felt she thought. There were no medical procedures or electromagnetic interference (emi) related to the issue. There were no trauma or falls related to the issue. The patient noted the symptoms were sudden in onset and began on (B)(6) 2017. The patient noted her patient programmer was not working. The reported the screen was black. The patient stated she put new batteries in the patient programmer and that did not resolve the problem. The patient checked the batteries and confirmed the batteries were put in correctly and noted she used regular batteries. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported she was not able to adjust her setting with the patient programmer for a week or more. The patient noted she was not feeling stimulation. The patient stated she had seen the healthcare professional (hcp) a few weeks ago and couple after she was leaking a lot. The patient used the patient programmer was and the patient programmer showed therapy was off and the patient was on program 4 at 3.9 v. Patient services asked the patient to decrease stimulation and turn therapy on and the patient decreased stimulation to 3.3 v. The patient stated the therapy may have been off for a week or 10 days. It was noted that trouble shooting resolved the reported issue. Additional information from the patient on (B)(6) reported the steps taken to resolve the leaking were a new programmer helped. The patient noted their next appointment with the hcp was (B)(6). Additional information from the patient on (B)(6) reported they had no change in symptoms since the last call. The patient noted she felt like she did before the implant, like she did not have the implant. The patient stated she was pressing buttons on her own. During the call patient services assisted the patient with using the patient programmer and the patient programmer showed therapy was off and the patient was on program 1 at 3.9 v. The patient turned stimulation back on and the patient felt stimulation and did not want to make any further changes. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.